Manufacturer narrative:
Concomitant medical products: 694765 lead implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a possible fracture. It was also reported that the ra lead exhibited increased and rising impedance with increased and rising thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.